Manufacturer narrative:
A terumo bct technician checked out the machine at the customer site. The technician successfully performed an autotest and saline run with no issues identified. The inspection of the machine confirmed that spectra optia system operated as intended.

Event description:
Per physician's order, the procedure was paused and the patient was given a bolus of 200ml of normal saline.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The rdf analysis confirmed that spectra optia system operated as intended. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, overall patient reactions may occur in approximately 4.8% of procedures, and 1.0 % of procedure patients experience hypotension based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. Additionally, patient reactions can also be caused by medications or sterilization of disposable sets with eto. According to spectra optia essentials guide, the optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. Root cause: the root cause for the patient reaction is unknown. Possible causes for the patient reaction include but are not limited to patient disease state and/or patient sensitivity to the procedure.

Event description:
The customer reported that a patient underwent a therapeutic plasma exchange (tpe)procedure. Approximately an hour and a half into the procedure, the patient's systolic blood pressure decreased to 74. Per physician's order, the procedure was paused and the patient was given a bolus of 100 ml of normal saline. The procedure was successfully completed. Perthe customer, the patient is reported in stable condition with a blood pressure of 95/71. The customer declined to provide patient identifier. The therapeutic plasma exchange set is not available for return because it was discarded by the customer.